Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that where the battery is implanted they are getting burned when they put the recharger paddle on it to charge. Patient confirmed the recharger paddle is not producing any heat, but stated there are actual burn marks on their skin at the implant site; patient described this as "strawberry," which agent understood in reference to the color. Agent asked when the issue first occurred and patient stated that they had a procedure done a year ago in 2024 (confirmed procedure was not related to the medtronic device) and when they were taking the band-aids off from this procedure they saw the burn marks. Patient added they just again had a procedure done and when they were taking the band-aids off saw the same thing again. Patient stated they charged the implant yesterday and the site was even more strawberry. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a patient (pt). It was reported that the burn mark was caused by an unrelated procedure. The patient stated that no steps were needed. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.